Event description:
It was reported that during implant, a break in the right ventricular lead was seen between the lead body and distal electrode. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. As received, the tip was separated from the tine sleeve due to a limited amount of adhesive found between the support tubing and inner coil. This is consistent with the observation from the field of distal tip separation.